Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited low pacing impedance. The rv lead was reprogrammed on (B)(6) 2022. However, upon further interrogation, the rv lead exhibited over-sensing noise. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.